Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. The electrode belt was able to properly communicate with a monitor upon receipt. There is no indication of a product malfunction. Monitor sn (B)(4) has not yet been able to be recovered for further investigation. The cause for the monitor/electrode belt communication faults is unknown at this time.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017. The patient's husband reported that the patient was not wearing the lifevest at the time of passing. The husband reported that the device was removed on (B)(6) 2017 because the device was frequently "beeping", and that if the patient had been able to wear the lifevest at the time of her heart attack, she would still be alive. A review of device download data confirms that no arrhythmias were detected by the lifevest during device use between (B)(6) 2017. The device download data indicates a communication fault between the lifevest monitor and electrode belt, which caused the reported "beeping".

Manufacturer narrative:
Follow-up report #1: correction and additional information. Correction: the correct serial number for the patient's monitor is sn (B)(4). The device manufacture date has been corrected to (B)(6) 2014. Additional information: the monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor pulse delivery and ECG acquisition circuitry was fully functional. The monitor was able to communicate with an electrode belt without issue. It is likely that the communication faults were caused by the electrode belt not being fully connected to the monitor. There is no indication of a product malfunction causing or contributing to the adverse event. Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. The electrode belt was able to properly communicate with a monitor upon receipt. There is no indication of a product malfunction. Monitor sn (B)(4) has not yet been able to be recovered for further investigation. The cause for the monitor/electrode belt communication faults is unknown at this time.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6). The patient's husband reported that the patient was not wearing the lifevest at the time of passing. The husband reported that the device was removed on (B)(6) 2017 because the device was frequently "beeping", and that if the patient had been able to wear the lifevest at the time of her heart attack, she would still be alive. A review of device download data confirms that no arrhythmias were detected by the lifevest during device use between (B)(6) 2017 and (B)(6) 2017. The device download data indicates a communication fault between the lifevest monitor and electrode belt, which caused the reported "beeping".